Event description:
Stryker UK received a letter from corries solicitors in relation to a male patient who underwent a primary right total hip replacement on (B)(6) 2009 due to long standing osteoarthritis. The solicitor reported that the patient's initial recovery was satisfactory. The solicitor reported that the patient suffered a fall approximately four weeks after the primary procedure but radiology taken at that time showed no complications and his recovery continued satisfactorily. The solicitor reported that around 3 - 4 months following surgery, the patient began feeling pain in his right groin similar to the groin pain he had experienced prior to the primary procedure. The solicitor reported that by (B)(6) 2011, the patient's symptoms had deteriorated to a point when he then felt that the symptoms were significant and required further investigation. The patient underwent numerous tests including metal ion blood testing, MRI of the pelvis and hips and a bone scan. The patient subsequently underwent aspiration of his right total hip replacement. The patient was also advised that he had raised cobalt and chrome levels but no sign of infection at a follow up appointment. The patient was then listed for a single stage hip revision surgery, which was performed on (B)(6) 2011. Intra-operative findings of pus within the capsule, lysis to the acetabulum and stem led the treating surgeon to convert the single stage revision to a two stage revision. The solicitor reported that the patient was unable to return to work and was left without a hip joint until the second stage revision surgery which took place on (B)(6) 2012. The solicitor reported that the patient was required to use crutches for 3 months following the second stage revision surgery but still has residual symptoms of pain and discomfort and reduced function of his right leg.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0450, lot # fm073915, description: mitch trh md hd sz 50-4, manufacturer: depuy. Cat # mac-9988-5056, lot # fm063013, description: std mitch trh cp sz 50/56, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by a foreign solicitor in regards to a legal claim. No additional information is available at this time. The devices are not available due to the ongoing litigation. Not available.

Manufacturer narrative:
An event regarding pain and infection involving a abgii cementless stem was reported. The event was confirmed. Device evaluation could not be completed as the devices associated with the event were not returned. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot or sterile lot. The exact cause of the infection could not be determined, further information is needed. A review by a clinical consultant concluded that there is no correlation between any specific device property and infection can be established. There are no device-related factors evident in this case and this pi is not device-related. No further investigation for this event is possible at this time.

Event description:
Stryker UK received a letter from corries solicitors in relation to a male patient who underwent a primary right total hip replacement on (B)(6) 2009 due to longstanding osteoarthritis. The solicitor reported that the patient's initial recovery was satisfactory. The solicitor reported that the patient suffered a fall approximately four weeks after the primary procedure but radiology taken at that time showed no complications and his recovery continued satisfactorily. The solicitor reported that around 3 - 4 months following surgery, the patient began feeling pain in his right groin similar to the groin pain he had experienced prior to the primary procedure. The solicitor reported that by (B)(6) 2011, the patient's symptoms had deteriorated to a point when he then felt that the symptoms were significant and required further investigation. The patient underwent numerous tests including metal ion blood testing, MRI of the pelvis and hips and a bone scan. The patient subsequently underwent aspiration of his right total hip replacement. The patient was also advised that he had raised cobalt and chrome levels but no sign of infection at a follow up appointment. The patient was then listed for a single stage hip revision surgery, which was performed on (B)(6) 2011. Intra-operative findings of pus within the capsule, lysis to the acetabulum and stem led the treating surgeon to convert the single stage revision to a two stage revision. The solicitor reported that the patient was unable to return to work and was left without a hip joint until the second stage revision surgery which took place on (B)(6) 2012. The solicitor reported that the patient was required to use crutches for 3 months following the second stage revision surgery but still has residual symptoms of pain and discomfort and reduced function of his right leg.